Event description:
Edwards received notification that foreign materials were observed on the leaflets of this valve model 3300tfx23mm. As reported, the particles looked like granules of the same colour as the leaflet where they were attached. The issue was observed after the packaging was opened. Reportedly, the observed foreign materials were easy to remove but after rinsing they could not remove all, the particles were removed partially. The doctor touched the impurities and realized that they could fall off. The valve was not used and not tried to be implanted. As reported, no abnormalities were observed in the liquid of the valve jar or packaging during opening. The tamper seal was correctly closed and the tag alert showed ok.

Manufacturer narrative:
H10 additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated: b5 (describe event or problem), h3 (device evaluated by manufacturer), h6 (impact code, investigation findings, investigation conclusions). Added: d4 (expiration date), h4 (device manufacturer date), h6 (type of investigation). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The valve was received at our product evaluation laboratory for a full evaluation. As received, unsealed shelf box packaging was found labeled with 3300tfx23 valve s/n 10040988 and use by date 2027-02-02. Unsealed jar lid was found labeled with 3300tfx21 valve s/n (B)(6) and use by date 2027-03-07. The valve jar appeared full and the glutaraldehyde solution in the jar appeared to have a yellow tinge in color. Brown glutaraldehyde residue was visible inside jar lid threads and jar thread. Valve was received detached from holder. ID tag was detached from valve and not returned. Tagalert displayed "ok". X-ray demonstrated wireform intact. No visible particulates on valve were noticed. Suture holes were visible around the sewing ring. No visible inconsistencies were observed on the valve. Returned unit was consistent with provided images. No visible particulates were noticed from provided picture. The subject device was returned for evaluation in a different jar than the valve was supplied in, however, the customer report of 'foreign materials were observed on the leaflets' was unable to be confirmed. No evidence of the reported particulates were confirmed. Based on investigation results there was no manufacturing deficiency identified based on DHR review and manufacturing process review with cross- functional team. The valve was made to ews specifications. The current mitigations, which were re-emphasized during the awareness communication, are deemed to be sufficient to detect and reject particulates/ fibers. An awareness communication was performed as a conservative measure. Based on the information available, the reported complaint was unable to be confirmed and no edwards defect has been confirmed.

Event description:
Edwards received notification that foreign materials were observed on the leaflets of this valve model 3300tfx23mm. As reported, the particles looked like granules of the same colour as the leaflet where they were attached. The issue was observed during valve suturing by the surgeon. Reportedly, the particles were removed partially. During implantation, the doctor touched the impurities and realized that they could fall off. As reported, no abnormalities were observed in the liquid of the valve jar or packaging during opening. The tamper seal was correctly closed and the tagalert showed ok. A 3300tfx21mm was successfully used in replacement. As reported, patient was noted as to be stable and discharged home. The 3300tfx23mm valve was returned for evaluation in the jar of the 3300tfx21mm.